Event description:
It was reported that the blockage alarm is ringing. This occurred while in patient use at facility. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one (1) sample was received. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection was performed and found no damage, scuffs, pinch marks, cracks, crazing, or cuts. Functional testing did not detect any occlusion or any other functional issue. The failure mode occluded/blockage was not confirmed.